Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Bg cause was unknown. The customer changed their infusion set and cartridge, and a correction bolus was delivered to address bg. Customer mentioned they felt very nauseous and had dry mouth but declined further assistance. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.